Event description:
The patient reported that the cadd solis vip pump was working but would not power down since monday night. The patient tried taking the batteries out and putting them back in, but the power still would not turn off. The patient switched to another pump/back-up pump that night. This was a continuous infusion. The set flow rate and volume delivered were unknown. The reported product fault occurred while in use with the patient. No patient harm/adverse event reported. The infusion was life-sustaining.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date "3-oct-2024". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The power button was replaced to resolve this issue.